Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that the ultrasound system lost the electrocardiogram (EKG) signal due to the common physio module (cpm) shutting down. No additional information was provided. Multiple attempts were made via email and telephone to obtain additional information regarding the reported phenomenon and patient outcome but with no results.

Manufacturer narrative:
This supplemental report is being submitted to provide the new date received by manufacturer. The device referenced in this report was not returned to siemens for investigation; however, the system logs were captured and investigated. During the review of the system log, the product lifecycle management (plm) engineer was unable to identify the root cause of the reported issue. There were no available screenshot or study files of the noise to confirm or investigate the reported lost electrocardiogram (ECG) signal. (B)(4).